Manufacturer narrative:
The field service engineer (fse) stated that tubing through pinch valve (vl46a) was leaking and customer replaced the tubing to resolve the issue. (B)(4). Fse trouble shoot over phone.

Event description:
The customer reported that 100 mls of clear fluid leaked from the coulter lh 750 hematology analyzer . The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.